Event description:
Upon placing a urinary catheter prior to a schedule c-section, I noticed a blue fleck of what appeared to be plastic in the collection tube while checking for urine for correct placement. A blue piece of something semi-transparent was immediately floating in the urine. It had a darker blue line down the middle. It was about the size of an eraser tip. I pointed it out to the nurse helping me place the catheter as soon as I saw it. There were no difficulties inserting it, so it was not an outside contaminant. I took photos of the packaging and I took a photo of the plastic later that day when I emptied the catheter during recovery. I asked the patient if it looked familiar to her in case it was something that could be explained. I told a few nurses at the desk and they guessed that it was probably part of the plastic sheath that the catheter tip is covered with prior to placement. This made sense but I am not 100% sure. Either way this could potentially harm a patient or clog a catheter or potentially affect test results. It needs to be investigated.